Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217969981 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken at the tip of the lemo connector. In conclusion, the reported shaft issue was confirmed through the product analysis. The mapping catheter failed the returned product analysis due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was bent. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.